Manufacturer narrative:
Investigation is ongoing. UDI # (B)(4).

Event description:
After successful deployment of a 29mm sapien 3 valve in the aortic position, upon visual examination on the back table a hole on the commander delivery system was noted. It appeared that the hole was not on the balloon but toward the beginning of the balloon. Blood was noted inside the atrion syringe. An attempt was made to de-air the system and a consistent flow of air was observed. The device will be returned for evaluation. As reported, there was no inflation difficulty during valve deployment and no withdrawal difficulties.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A 3mensio imaging was provided and reviewed. The imagery reveals that the patient has calcification and tortuosity present in the access vessel in addition to the annulus. In addition, the imaging revealed access vessel tortuosity with presence of a graft, snake view of the patient anatomy with tortuosity and calcification and calcification can be seen in the patient¿s aortic annulus. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Per procedure, the balloons are 100% inspected for wall thickness, working length, balloon diameter, and visual defects. During crimp balloon final inspection, the balloons are 100% inspected for wall thickness and visual defects. Per procedure, prior to balloon pleat, fold and forming process, the balloons size and formed balloons are inspected. Per procedure, the commander delivery system is 100% leak tested. Additionally, the work order undergoes product verification testing as a requirement for lot release. All samples must pass pv testing for the lot to be released. In addition, the commander delivery system undergoes functional product verification testing, for physical defects, balloon to nose tip bond, inflated balloon to crimp balloon bond, crimp balloon to balloon shaft bond and balloon burst pressure fatigue. The samples passed the pv testing. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing issues that could have contributed to the reported event. A lot history review was performed and revealed no other complaints relating to the complaint. The complaint was unable to be confirmed. However, a review of complaint history revealed that the occurrence rate did not exceed the july 2019 control limit for all the trend category. The IFU, the system preparation manual, and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. The procedural training manual provides guidance on delivery system balloon ruptures or leaks during deployment without thv embolization. Factors that may assist in balloon ruptures or leaks are as follows: do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for pv leaks under echo and if post-dilation needed, use a new delivery system. There were not IFU/training deficiencies identified. This complaint was unable to be confirmed. Due to the unavailability of a returned device, no visual inspection, functional testing or dimension analysis could be performed. As a result, presence of a manufacturing non-conformance was unable to be confirmed. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. As there was no inflation difficulty during valve deployment, it is likely that the damage occurred at some point towards the end or after valve deployment. Calcification was present in the annulus. As such the delivery system leakage could have occurred due to direct contact of the delivery system with calcification. As calcification can create sharp nodules and cause damage to the delivery system, leading to the leakage. Additionally, it is possible that the reported delivery system leakage was a result of tension built-up during valve alignment, which could have made the balloon material more susceptible to damage/leakage. If valve alignment was performed in a non-straight section of the aorta, high valve alignment forces could have created built-up tension in the delivery system as a result of valve diving (valve unseated from the flex tip). However, as the location of the leakage is unknown, a definite root cause is unable to be determined. In this case, available information suggests that patient factors (annulus calcification) may have contributed to the complaint events. However, a conclusive root cause was unable to be determined.  As the device was not returned for evaluation, presence of a manufacturing non-conformance could not be determined. There were no IFU/training/labeling inadequacies identified during evaluation. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action is required at this time.